Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software functioned as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(4). A manufacturing representative went out to the site to preform a system check out. It was reported that the system preformed as indented and there were no parts replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the navigation showed the screw head is 2 mm higher than the bony anatomy. Upon visual verification the screw is touching the bone. They suspended the respiration. Using ndi spheres not medtronic ndi spheres. The manufacturer representative did a verification with the system and navigation system a day prior to the case. Additional information received reported that the procedure was a t5 to t11 open fusion. The frame was on t11 and the site only completed 1 spin with 1 reference frame placement. The site was inaccurate t5 and t6 with all instruments. After t6 all instruments were accurate. For t5 and t6 the surgeon proceeded navigation accounting for the inaccuracy. The account team also tested accuracy with the instruments using ndi spheres and medtronic nd spheres and there was no difference. Surgeon recognizes that t5 and t6 were far from the reference frame and the distance could cause the inaccuracy. There is no reported delay to the procedure or impact on patient outcome.